Event description:
It was reported this programmer was returned for analysis. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted chipped glass on the touchscreen lcd. Ink stains were noted on the assembly enclosure front laramie. The programmer was disassembled in order to detect the source of the error, no assembly issues or defects on connectors were detected between ECG and carrier board. An error code was recorded as was reported from the field; however, testing was unable to reproduce the reported clinical observation of data being unable to be saved and detailed analysis did not reveal any abnormalities; the programmer system performed normally throughout all tests. The reported error code has been seen before; the guidance is to re-boot the programmer system.